Event description:
It was reported that during a demonstration, the firing force was extraordinarily higher than expected when the device was fired on a demo silicon. As the device was not used for a patient, there were no adverse consequences to a patient.

Manufacturer narrative:
(B)(4). (Device b): serial # = (B)(4). (Device b): the analysis results found that eight devices arrived sterile and in good visual condition. Device a was evaluated. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not been fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Device b arrived in good visual condition and with a demo silicon. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4).the device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.